Event description:
On 11/3/92 a bone marrow biopsy of the right posterior iliac crest was being performed when the tip of the bone marrow needle broke off. There had been a successful aspiration completed on the left posterior iliac crest prior to attempting aspiration on the right iliac crest. The needle was successfully removed on 11/4/92 under general anesthesia. The baxter sales representative was notified. They plan to recall the lot number. It is unknown why the needle tip broke off.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device recalled by manufacturer/distributor. Invalid data - on device destroyed/disposed of status.